Event description:
It was reported patient had revision of hip due to infection. Doctor took out cone body, stem and head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown cone body. Additionally an unknown mechanical stem and unknown head were noted in the report. The devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.